Manufacturer narrative:
Initial report sent to FDA on 08/22/2007.

Event description:
Procedure: hernia. According to the reporter, the needle broke in half during the case, the needle was not able to be removed from the pt. Internal fascia bladder wall is were the needle remains.